Event description:
It was reported that patient presented to hospital with heart failure symptoms. The device was unable to be interrogated. Physician elected to explant the device due to generator battery depletion.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. The device was tested on the bench and high current drain was observed. The high current is due to arc damage found on the substrate. It is believed that arcing occurred in the hybrid during a high voltage event. The root cause was not determined.